Event description:
It was reported, the patient¿s pump was replaced in (B)(6) 2013. It started malfunctioning and burst. Medication went everywhere. The pump was being used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).